Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with episodes of post-paced t-wave oversensing on the ventricular lead. Programming changes were recommended, but will not be made at this time. Dft and further actions will be discussed with the physician.